Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure sensor was calibrated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during pre-use checkout. There was no report of patient involvement.